Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser systems fiberlife mode was activated and the system went into stand-by; the system was placed back into ready mode and the case continued for approx one min when the fiber began to swivel/rotate within the metal cap. The fiber was replaced and the procedure was completed using a second fiber. Pt outcome: "no pt injury".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture at the fiber/cap fusion zone and a distal fragment of fiber/glass cup is missing and not returned. There was no indication or report of any part of the device remaining inside the pt. The fiber proximal to the fracture was found to rotate independently of the metal cap; severe burnt detritus on the metal cap was also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.